Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer reported a separated wire on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the instrument was found with a frayed pitch cable located at the distal idler. Additional observation not reported by the site were distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley and visible scratch marks on the pulley's surface. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.